Manufacturer narrative:
The reported issue was confirmed manufacturer/supplier related. The device was evaluated. The neutral and hot connections between the power inlet module and the ac main voltage circuit card show signs of electrical overstress. The power inlet module and the ac main voltage circuit card were replaced. The device passed all applicable testing and is ready for use. The device history record review was not required. A labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected

Event description:
It was reported that the biomed had an arctic sun device that need a control panel replaced and stated that the screen flickers and did not reach the graphics. Per investigator notification received on 28jun2023, it was reported that the artic sun device has a failed heater and would not increase in temperature, both neutral and hot connections between the power inlet module and the ac main voltage circuit card show signs of electrical overstress, the double bend tube and the chiller evaporator outlet tube were expanded, mixing pump motor's bearings were seized and the flow meter had missing impeller blades. Completed the 2000-hour preventive maintenance procedure on the device

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that need a control panel replaced and stated that the screen flickers and did not reach the graphics. Per investigator notification received on 28jun2023, it was reported that the artic sun device has a failed heater and would not increase in temperature, both neutral and hot connections between the power inlet module and the ac main voltage circuit card show signs of electrical overstress, the double bend tube and the chiller evaporator outlet tube were expanded, mixing pump motor's bearings were seized and the flow meter had missing impeller blades. Completed the 2000-hour preventive maintenance procedure on the device.